Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4)s: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. Time of recommended replacement time (rrt) in the save to disk data occured on (B)(4) 2011. The device rrt is less than or equal to 2.6251 volts. The weekly battery voltage trend data shows the minimum battery was 2.634 to 2.614 volts between (B)(4) 2011 and (B)(4) 2011. A patient alert for low battery voltage occurred on (B)(4) 2011.

Event description:
It was reported the device did not meet the expected longevity and had rapid battery depletion in 20 months. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for( B)(4): the actual device was not received for evaluation. The manufacturer did receive performance data collected from the device and the data were analyzed. Time of recommended replacement time (rrt) in the save to disk data occured on (B)(4) 2011. The device rrt is less than or equal to 2.6251 volts. The weekly battery voltage trend data shows the minimum battery was 2.634 to 2.614 volts between (B)(4) 2011 and (B)(4) 2011. A patient alert for low battery voltage occurred on (B)(4) 2011.

Event description:
It was reported the device did not meet the expected longevity and had rapid battery depletion in 20 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.